Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 34mm amplatzer amulet left atrial appendage occluder was implanted on (B)(6) 2023 using a 14f amplatzer torqvue 45x45 delivery sheath. On (B)(6) 2023 the patient returned for a follow up transesophageal echocardiography (tee) which showed no abnormalities, thrombus or leaks. On (B)(6) 2024 the patient experienced a transient ischemic attack (tia). A tee was performed on the same day and showed a 4.1cm x 1.1cm thrombus located on the disc of the device. Heparin was administered to the patient. On (B)(6) 2024 the size of the thrombus was reduced to 1.7mm x 1.1mm. The patient was noted to be on warfarin, but was experiencing bleeding. A follow-up tee was scheduled for (B)(6).

Manufacturer narrative:
An event of transient ischemic attack experienced after 10 months of device implant and thrombus located on the disc of the device was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Images provided by field confirmed the presence of thrombus on the disc of the device. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 34mm amplatzer amulet left atrial appendage occluder was implanted on (B)(6) 2023 using a 14f amplatzer torqvue 45x45 delivery sheath. The device was implanted with the disc below the ridge. The patient's activated clotting time (act) levels during the procedure were less than 250 sec. On (B)(6) 2023 the patient returned for a follow up transesophageal echocardiography (tee) which showed no abnormalities, thrombus or leaks. On (B)(6) 2024 the patient experienced a transient ischemic attack (tia). A tee was performed on the same day and showed a 4.1cm x 1.1cm thrombus located on the disc of the device. The patient's international normalized ratio (inr) was 1.2. Heparin was administered to the patient. On (B)(6) 2024 the size of the thrombus was reduced to 1.7mm x 1.1mm. The patient was noted to be on warfarin but was experiencing bleeding. A follow-up tee was scheduled for (B)(6). The patient status was stable.